Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. However, this type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section. If additional information becomes available at a later time, this report will be supplemented accordingly. Please cross reference this complaint report with: 2951238-2015-00193.

Event description:
Olympus was informed that in the middle of an unspecified procedure, the teflon pad became detached and fell into the patient's abdomen/pelvis area from two thunderbeat devices. The device fragments from both devices was not located or retrieved from the patient. It was also reported that there was a small amount of metal exposed on both devices. An unknown error message was displayed. However, the intended procedure was completed with a third similar device. There was no patient injury reported. No further information has been provided. This is report one of two reports.